Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient that the patient had an infection. The patient had increased leukocytosis from 13.9 on (B)(6) 2017 to 16.4 on (B)(6) 2017. A chest x-ray was performed on (B)(6) 2017 which showed a bibasilar and retrograde opacities likely representative of atelectasis rather than an infection. The patient had a febrile episode of 101 f on (B)(6) 2017 which other than that the patient remained asymptomatic. The blood and PICC catheter tip cultures on (B)(6) 2017 were without growth after 24 hours, the patient was started on empiric vancomycin IV and other medication on (B)(6) 2017 with plans to discontinue if cultures remained negative after 48 hours. Antibiotics were discontinued on (B)(6) 2017 (date of discharge) without improvement in white blood cell count, but without clinical signs of an infection. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported infection and atelectasis could not be determined. A cause for these events could also not conclusively be determined during this investigation. The account stated that the patient had increased leukocytosis. The patient had an x-ray which revealed bibasilar and retrograde opacities that the account believed represented atelectasis rather than infection. The patient had a febrile episode but was otherwise asymptomatic. The patient received blood and PICC catheter tip cultures that were without growth after 24 hours, and the patient was started on antibiotics. Antibiotics were discontinued on date of discharge without improvement in white blood cell count but without clinical signs of an infection. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including infection (localized, driveline, pump pocket or pseudo pocket). Section 6 ¿patient care and management¿ contains information on controlling infection. Heartmate 3 lvas patient handbook section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.